Manufacturer narrative:
On (B)(6) 2015 he field service engineer (fse) found loose tubing in fitting ff42 to the aspiration t-fitting. The fse replaced the tubing and the instrument ran without leaks. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported a contained diluent leak of unknown volume from the front of the coulter hmx analyzer while running startup. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.